Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2014, the patient was initially implanted with a bifurcated stent, a suprarenal extension and a limb stent graft. On (B)(6) 2017, endologix was made aware of a type 3b endoleak. On (B)(6) 2018, the physician elected to implant a afx2 bifurcated stent, another suprarenal extension and two ovation limb extensions to resolve this leak. The patient was reported as to have tolerated the procedure well. There have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported events of a type 3b endoleak of the main body (bifurcated stent graft) and a successful secondary endovascular procedure. Clinical also discovered stent cage dilation of the main body (bifurcated stent graft) of 20% (stretched). The most likely cause of the compromised stent graft integrity (breached and stretched by 20%) was the use of strata material. There have been no further reports of negative patient sequelae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to less than 0.2%. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.